Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device passed the basic occlusion test, displacement test and 10 unit bolus delivery. There was no motor error alarm during testing. The motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose level and motor error alarm on the insulin pump. Customer's blood glucose reading was 465 mg/dl. Customer's mother advised the patient did not feel well and may have to be taken to the emergency room if the condition does not improve. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they fill the cannula, then they attempted to rewind and finally change out their set. Customer received the motor error alarm during bolus delivery. Customer advised they were able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.